Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a sensor failure issue occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On the same day, it was reported that the patient experienced a sensor failure after warm up. The day of the event, at 07:00am, the husband tried to wake up the patient when they noted they were not responding. The cgm device showed a sensor failure at that moment. The husband treated with a glucagon injection and called the emergencies. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 4.1 mmol/l. The patient was given juice and was transferred to the hospital around 08:00am. When a fingerstick was taken at the hospital the blood glucose reading was 8.2 mmol/l. The patient was discharged on the same day as the day of the event at 04:00pm, and the blood glucose reading was 4.8 mmol/l. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a sensor failure after warm up. The day of the event, at 07:00am, the husband tried to wake up the patient when they noted they were not responding. The cgm device showed a sensor failure at that moment. The husband treated with a glucagon injection and called the emergencies. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 4.1 mmol/l. The patient was given juice and was transferred to the hospital around 08:00am. When a fingerstick was taken at the hospital the blood glucose reading was 8.2 mmol/l. The patient was discharged on the same day as the day of the event at 04:00pm, and the blood glucose reading was 4.8 mmol/l. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.